Manufacturer narrative:
The product was not returned for evaluation.dissection and thrombosis are included as possible complications in the instructions for use (IFU) for the penumbra coil system.from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.this report is associated with MFR report number:1. 3005168196-2024-00024.

Event description:
The patient was undergoing a coil embolization procedure in origin of the posterior communicating artery (pcom) using penumbra coil 400s (pc400s), a px slim delivery microcatheter (px slim), and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician experienced resistance while advancing the pc400 and reported that the coil unintentionally detached in the middle of the px slim. Therefore, the physician removed the px slim containing the pc400 and flushed the coil out of the px slim using a three ml syringe.the physician then re-introduced the same px slim into the target location and attempted to implant another pc400. While retracting the pc400 for re-positioning, the pcom dissected causing thrombosis of the aneurysm and part of the pcom. Therefore, the pc400 was removed intact. The physician then administered an antiplatelet drug. The procedure was ended at this point.